Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/03/2013 with the following findings: during investigation, the pump did not power on; no audible or vibratory sounds were found. The attempt to download the pump history and black box was unsuccessful due to no power. The pump was returned with visible moisture in display lens. A leak test was performed which revealed a crack on the back of the pump case. The pump cover was removed and internal moisture was found inside the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, after swimming, the pump had no power. The reporter noted moisture in the battery compartment and denied damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.